Event description:
Add'l info rec'd from MFR 08/13/01: a datascope service rep visited the site on several occasions, at the customer's request between nov 1, 2000 and may 2, 2001, to evaluate the two passport 2 vital signs monitors, first two serial nos. For the reported problems as decribed in voluntary report no mw1021755. Troubleshooting of the reported problems led to the replacement of the main board and the nibp module, and software revision upgrades. The customer reported no problems for the third passport 2 monitor. Datascope service, on each occasion, performed a complete functional evaluation of the passport 2 monitors. After each repair, the passport 2 monitor was tested to factory specifications before being returned to the customer for use. Through datascope's corrective action program that analyzes and identifies significant field failure trends, including excessive component replacement, it was determined that the main board had a low replacement rate of 0.97% and the nibp module an even lower replacement rate of 0.73%. With a replacement rate of less than 1%, no significant trend has been identified for the nibp module or the main board. Therefore no further corrective action is required. No pt injuries or deaths were reported for any of these units. All three (3) passport 2 monitors are currently in use by the customer.

Event description:
Three new machines at facility. All have problems: no readings, parameters from upper left screen down will flash on and off and then lose info. Bp module loses readings and when button is pushed to restart it states that device is warming up, but the readings will go out again before warm up period is completed. The MFR has made software and motherboard changes, but problems persist. The devices are not reliable. Facility has been experiencing problems since devices were first brought there one year ago. No pts have been hurt. Old models brought in from other areas to replace new ones when problems occur.